Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. It was stated that the device had failed the upgrade. No issues were found in the event history log. The investigation was not able to determine a cause of the reported issue. The device was upgraded.

Event description:
It was reported that the device had failed the upgrade. Initially the software would not recognize the pump and then it appeared to not be uploading through the software. The pump was disconnected a red screen alarm was observed. There was no patient involvement.